Event description:
Healthcare professional reported "capsular contracture". Healthcare professional later reported via follow up "capsular contracture iii". This record is for the right side. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and broken device were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Continued d.11.: device info received -catalog number mcghan 230cc.

Event description:
Healthcare professional reported "capsular contracture". Healthcare professional later reported via follow up "capsular contracture iii". This record is for the right side. Device has been explanted.